Manufacturer narrative:
(B)(4). Corrected sections: h6--health effect ¿ impact codes "2199" removed as there was no patient involvement. D4--unique identifier (UDI) # corrected to (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply had no power. They tried another power cable and it still did not turn on. So, they removed it from service and sent to biomed. This happened before the procedure, so there was no delay and no patient harm reported. The procedure was completed with a different generator. This happened before the procedure, so there was no delay and no patient harm reported, as there was no patient involvement.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply had no power. They tried another power cable and it still did not turn on. So they removed it from service and sent to biomed. This happened before the procedure, so there was no delay and no patient harm reported. The procedure was completed with a different generator.